Event description:
A malfunction alarm occurred with the customer's pump, specifically indicating malfunction code 16. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. As a resolution, the customer was instructed to switch to multiple daily injections as a backup insulin therapy, and the pump was set to be replaced by technical support. The customer was also guided on how to prepare the pump for return and agreed to send it back within 10 days using a pre-paid label.